Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: explanted: product type catheter h3; the previously reported method code 4117 no longer applies and has been updated to 10. The previously reported results code 3221 no longer applies to this event and has been updated to 213. H6; analysis of the catheter (sn; hg3kgqz11) found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 1000mcg/ml fentanyl at 100mcg/day and 500mcg/ml baclofen at 50mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that during a replacement due to battery life the healthcare professional (hcp) was trying to get to the patient's intrathecal space but they kept pulling the catheter in and out of the space. The hcp had issues doing it under x-ray as well. The hcp finally got access but felt like the catheter was broken. The hcp did not use the 8780 catheter and instead used a 8782 catheter to correct the issue. The 8780 catheter segment would be returned to the manufacturer. No symptoms were reported. No further complications were reported.